Event description:
Synovitis {synovitis]. Total knee replacement of left knee [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician data extraction regarding a female pt, initials and age unk with kellgren-lawrence grade 4 osteoarthritis. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for two previous courses of synvisc (age at the time of first course was (B)(6)). On (B)(6) 2005, the pt initiated intra-articular synvisc (hylan g-f 20) injection (dosage regiment not provided) in left knee (third course). The lot number of synvisc was not provided. On (B)(6) 2005, the pt experienced synovitis in left knee. The pt was treated for synovitis in left knee with 1.5 cc of intramuscular betamethasone. On (B)(6) 2005 (after 24 hours), the pt recovered from the event of synovitis of left knee. On (B)(6) 2005, the pt received third injection of the third course into left knee. On (B)(6) 2006, the pt had total knee replacement of left knee. The outcome for the event of total knee replacement of left knee was not provided. The intensity for the event of synovitis in left knee was mild and was not provided for the event of total knee replacement of left knee. The reporting physician assessed the relationship between synvisc and the event of synovitis in left knee as definitely related and did not assess the relationship between synvisc and total knee replacement of left knee. Follow-up info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided: therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.